Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1882tc lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery voltage of the cardiac resynchronization therapy defibrillator (crt-d) was dropping but the battery depletion was not indicated to be normal. The device, which had not yet reached the elective replacement indicator (eri), was explanted and replaced. No further information was reported or could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.